Manufacturer narrative:
The expedium di intermediate castle tightener was returned for evaluation. Visual examination at the macroscopic level revealed that two of the four castle nut tabs were fractured at the distal tip of the device. The broken tips were not returned for evaluation. Fracture analysis found evidence of a static overload. A DHR review found no issues that could have caused or contributed to the reported event. Trend analysis found no systemic trends. No issues were identified in the manufacturing and release of these devices that could have contributed to the problem reported by the customer and no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip broke off the di castle tightener during final tightening of the nuts during surgery. The missing component was found and accounted for. The torque driver stripped during the final tightening of the inner nuts.